Event description:
It was reported that an interbody device was implanted at c3-c4 disk during an unspecified surgery. After surgery, the patient reported that there is now pain. It appears that the device is breaking apart anteriorly and causing some compression of the esophagus.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.